Manufacturer narrative:
Investigation results: upon opening the box by maquet on 02/26/2009, the visual inspection showed that there were scratches on the tube shaft and the optic was compromised. Maquet shipped the scope the scholly fiberoptics, our contract manufacturer on 03/02/2009, for further failure analysis. A supplemental report will be submitted when the OEM's investigation has been completed, and maquet receives the failure analysis.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the scope image was cloudy and dark. Another scope was used for the case and the procedure was completed. No patient complications were reported by the hospital.